Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. A signal artifact monitor (sam) episode was stored and minute ventilation (mv) was disabled due to high out-of-range pace impedance measurements greater than 3,000 ohms rv-ring-to-can and what appeared to be mv oversensing. Over the last year, the rv pace impedance trends had been stable at approximately 550 ohms, and this was the first out of range rv impedance alert for this patient. There was no noise on the presenting electrogram (egm) due to a unipolar configuration. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported, and this pacemaker system currently paced 27% in the rv.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. A signal artifact monitor (sam) episode was stored and minute ventilation (mv) was disabled due to high out-of-range pace impedance measurements greater than 3,000 ohms rv-ring-to-can and what appeared to be mv oversensing. Over the last year, the rv pace impedance trends had been stable at approximately 550 ohms, and this was the first out of range rv impedance alert for this patient. There was no noise on the presenting electrogram (egm) due to a unipolar configuration. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported, and this pacemaker system currently paced 27% in the rv.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.